Event description:
After the insertion of a 20 gauge intravenous catheter, the patient began complaining of intense pain as the nurse began to pull the needle from the hub of the catheter. Concerned about the patient's discomfort, the nurse removed the catheter and needle. Upon removal, the nurse noted that the needle was extending through the catheter. After inspecting the device, the nurse determined that all components were present; the only noted issue was the splayed end created by the needle protruding through the cannula.